Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with chipped on the pump rear case corner. Event history log review was performed and found evidence of reported problem. Visual inspection, keypad, and priming functional testing were performed. According to the investigation, no issue was found with the keypad during keypad functional testing. No issue was found with priming the pump. Service's replaced the pump keypad due to key stuck alarm message found in the pump event log.

Event description:
Information was received indicating that a smiths cadd legacy 1 pump displayed two alarms and was hard to prime. The patient was at the hospital for an out patient cataract surgery when the event occurred. The patient switched to a different pump as the infusion was life sustaining and no adverse effects occurred.